Manufacturer narrative:
A1: the full patient identifier is (B)(4). A2, a3, a4 and a5: the customer did not supply patient demographics such as age, date of birth, sex, weight, ethnicity or race. H3 and h6: on (B)(6) 2025 at 13:18, the customer reported getting a reaction vessel (rv) clean out error. The customer technical support (cts) guided the customer to remove front and bottom panels, to inspect for any jams, and ensure the rv load doors were clear. The customer inspected the rv holders for broken legs and replaced any that were damaged. An rv holder with a broken leg was removed and replaced. The incubator belt was calibrated, ensuring no debris was present, and the system was reinitialized. Customer rebooted au and pc and instrument failed to initialize. Cts had customer home shuttle, rake , incubator belt and wash carousel and customer initialized instrument to ready mode. Cts advised customer to run utility assay and resume operation. At 17:08, the customer called back with incubator belt motion errors. Cts advised of missing clip leg. Cts had customer to disable motors and to inspect track. Customer found down rvs and broken clip legs. A field service engineer was dispatched on (B)(6) 2025. The fse completed preventive maintenance of the instrument. He replaced aspirate probes, roller pump tubing, precision pump upper and lower seals, mixer belt, main pipettor probe. He also cleaned and lubricated the analyzer. System check passed. The issue was resolved. In conclusion, there is sufficient evidence provided to reasonably suggest a hardware malfunction was the cause of this event. Due to multiple interventions performed, a specific part cannot be identified as the sole contributor of this event.

Event description:
On (B)(6) 2025, the customer reported a troponin patient sample was used up due to an incubator belt motion error on their access 2 instrument serial number (B)(6). The customer reported attempting to obtain a result on their alternate instrument but was unable to do so. Customer confirmed that there was a delay to patient care due to the incubator belt motion error. Customer reported that the patient was a fall patient and customer wanted a troponin result. The customer was not able to provide a result as sample was used up and patient had to be redrawn. No additional information has been received from the customer regarding the treatment or impact. On (B)(6) 2025 at 13:18, the customer reported getting a reaction vessel (rv) clean out error. The customer technical support (cts) guided the customer to remove front and bottom panels, to inspect for any jams, and ensure the rv load doors were clear. The customer inspected the rv holders for broken legs and replaced any that were damaged. An rv holder with a broken leg was removed and replaced. The incubator belt was calibrated, ensuring no debris was present, and the system was reinitialized. Customer rebooted au and pc and instrument failed to initialize. Cts had customer home shuttle, rake, incubator belt and wash carousel and customer initialized instrument to ready mode. Cts advised customer to run utility assay and resume operation. At 17:08, the customer called back with incubator belt motion errors. Cts advised of missing clip leg. Cts had customer to disable motors and to inspect track. Customer found down rvs and broken clip legs. A field service engineer was dispatched on (B)(6) 2025.